Event description:
Foley placed into patient prior to c-section. It was soon noted that foley was leaking from the top of plastic urometer. Manufacturer response for catheter, urological (antimicrobial) and accessories, surestep¿ foley tray system bardex® ic complete care® (per site reporter). They are sending shipping items to send the device back.